Manufacturer narrative:
The biopsy guide was returned to the manufacturer for evaluation. Testing found that the lower joint of the guide would not lock down. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the biopsy guide was damaged. There was no patient present when this issue was identified.